Manufacturer narrative:
One device was received and evaluated. Visual inspection found that circulation was weak. Functional testing was performed and the stream of water projected into the reservoir was weak. Initially the pump was replaced, but this did not improve the issue. The pcb was replaced and then the circulation into the reservoir was normal. The root cause could not be attributed to the manufacture of the device.

Event description:
It was reported that the pump is barely pumping and is therefore overheating. No patient involvement was reported.

Manufacturer narrative:
Additional info received via email 15-may-2022. Event date updated. Event was found during pm (preventive maintenance). No patient harm was reported. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device's circulation was weak. The customer stated problem was duplicated. Replaced the faulty pcb and left the new pump in the device as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.